Manufacturer narrative:
Manufacturer's investigation conclusion: analysis of the log file provided by the account confirmed elevations in pump power and estimated flow; however a specific cause could not be determined through this evaluation. Additionally, a direct cause of the reported infection could not be conclusively determined. Review of the submitted log file revealed power and flow values slightly above the patient's baseline on (B)(6) 2020 and (B)(6) 2020. No atypical alarms were captured and the pump operated above the low speed limit for the duration of the log files. The log file appeared to show the system operating as intended. It was reported that the cause of the power elevations was not identified. The patient was treated for bacteremia. The patient is stable and was discharged from the hospital. Multiple requests for additional information regarding the report of bacteremia were sent to the customer; however, no response has been received at this time. The patient remains ongoing on ventricular assist device (vad) support and no further related issues have been reported at this time. The heartmate ii left ventricular assist system (lvas) instructions for use (IFU) lists infection as an adverse event that may be associated with the use of the heartmate ii left ventricular assist system. The IFU explains that pump power is a direct measurement of motor voltage and current; therefore, changes in pump speed, flow, or physiological demand can affect pump power. This document also describes how pump performance is sensitive to changes in systemic vascular resistance and left ventricular filling. Section 6 also outlines care instructions in reference to preventing infection. Heartmate ii lvas patient handbook, section 2 entitled ¿how your heart pump works¿ and section 4 entitled ¿living with the heartmate ii outline care instructions in reference to preventing infection. The device history records were reviewed and showed no deviations from manufacturing or quality assurance specifications. Implant kit was shipped to the customer on (B)(6) 2019. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient is currently hospitalized. The patient presented with elevated flow and power. A log file review was requested. The log noted several power/flow elevations on (B)(6) 2020. Power and flow appear to be trending upward. In addition, the log captured several low power advisories on (B)(6) 2020 due to normal battery depletion. There were no other unusual events recorded in the log file event history. The mcs equipment is operating as intended. It was reported that the cause of the elevated pump power was not identified. It was reported that the patient has been stable since the patient was discharged from the hospital. The patient was treated for (B)(6) bacteremia.